Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 UDI number, g3, g6, h1, h2, h3, h4, h6, h10. A femoral head 12/14 was returned. Visual evaluation identified the following: there were nicks and scratches on the spherical surface. The taper exhibited no damage or debris. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products:catalog number: p0561054, lot number:0001459670, brand name: avan uhmwpe insert . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.